Event description:
It was reported that a patient was implanted with a morscher press-fit cup on unknown date. The patient was revised on unknown date due to aseptic loosening. The source of this event is a journal article (the bone and joint journal). Exact device name and date of event is unknown. The revision surgery was performed between march 1, 1996 and june 30, 2011.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot number were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that change this assessment, an amended medical device report will be submitted. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).